Event description:
A report was received that the patient could not feel stimulation on the left side and x-ray confirmed migration. The patient underwent a lead revision procedure due to lead migration. The physician determined, during the revision procedure, that the initial placement was not proper.